Manufacturer narrative:
The customer will not be returning the zoll catheter for investigation. Therefore, physical investigation could not be performed, and the root cause could not be determined. Event of death was serious because it met criteria for seriousness (death). The patient was in a critical condition and eventually expired. According to the reporter, the patient outcome of death was not attributed to zoll device. Usually critically ill patients receive ivtm therapy and mortality rate is high. Probably outcome death related to the patient's clinical condition and not to ivtm therapy. Death was not related to zoll device.

Event description:
An ivtm therapy was initiated for a 62-year-old male patient (weight: 110 kg), and the primary cause of hospitalization and need for ivtm therapy was severe hypothermia. A quattro catheter (lot #201328) was inserted smoothly into the patient's left femoral vein. At the start of ivtm therapy, the patient's temperature was 29.2°c, and the target temperature was 36°c at 0.5°c/hour. During the therapy, the thermogard xp ivtm system generated an "air trap warning" alarm, and the customer noted a decreasing volume of saline in the saline bag. No leaked fluid was observed on the thermogard system, patient bed, floor, etc. The temperature at the time of the issue was 30.1°c, and the dwell time of the catheter was 2 hours. The patient died in the course of his its (intensive care unit) treatment and during the rewarming phase of the ivtm therapy. As a criminal case cannot be ruled out as the cause of his hospitalization, the quattro catheter could not be removed according to the instructions of the german police and the law. The cause of death was due to severe hypothermia and the overall very poor general condition of the patient or the severity of the current illness as an expression of a life-threatening situation, which was not survived in this case. The death of the patient is expressly not related to the ivtm therapy.